Event description:
The customer reported that after ten seal cycles, the jaws would not longer open. Another device was used to cut the device from the issue. There was no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.